Event description:
Reporter stated that patient obtained blood glucose results of 3.3 mmol/l and 5.9 mmol/l, within 1 minute, when testing on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The original complaint lot was 278141. The customer returned lot 278178. It is not clear which of these lots was the actual complaint lot, but one of them was. Retention was tested for each lot and the results of the lot that was returned, 278141, have been included.